Event description:
It was reported that during a laparoscopic colon procedure, the tip of the device broke off outside the pt. Another device of a different product code was used to complete the procedure. There was no pt consequence.